Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use and has fractured into two pieces (split through the middle. All pieces were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the persona partial knee locking femoral impactor pad broke during surgery. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. The surgery was not completed with a second device. All available information has been provided.